Manufacturer narrative:
It is unknown if the device(s) involved in the reported incident are expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The tubing system did not work, therefore it was discharged and a new one was opened. The device was not in contact with the patient. There was no patient injury. It was unknown if the event led to an increase in surgery time. Additional information was received on19nov2014 with the following information/clarification: there were several patients involved that occurred during several incidents. The sales representative could not provide any of the patient(s) age and gender. It was reported that the event led to an increase surgery time of approximately 40 minutes (clarification requested if this is for each surgery or 40 minutes of delay for all the surgeries impacted). The patient(s) were under anesthesia when the dysfunction was detected. The surgeon had to open several tubing systems to find one which was functioning correctly. The event occurred several times in different surgeries and after all these cases, the surgeon had to open a total of 10 tubing systems that were not working. Additional clarification has been requested.